Event description:
Litigation alleges that patients hip implant has started to fail and patient has been required to undergo medical procedures to diagnose the failure. Additionally, it is alleged that the level of cobalt and chromium in patients body has risen to a toxic level. Update: (B)(6) 2012 - the hospital has provided an explant retrieval form. This form has provided the revision date. Update: (B)(6) 2012 - medical records were obtained. Medical records indicate fretting.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.